Event description:
Morphine pca 30mg/30ml pump-jet found unusable when opened by nurse in pacu - barrel port of syringe where needle attaches broken off from end of barrel; found 2 with same defect. Dates of use: 2 week supply on hand.